Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported that the patient's health care provider (hcp) recommended the patient have a lead revision. It was stated that the hcp told the patient 'they may put the lead wires deeper or implant new ones.' An appointment for lead revision could not be confirmed at the time of report.

Event description:
It was reported that the patient's microwave turned the implantable neurostimulator (ins) off. The patient lay down after the microwave turned it off and was feeling more pain. It was noted that the battery was "totally off". The ins worked and was able to be charged after it was turned back on. The reporter stated that the patient's manual indicated that the patient should have her device removed possibly as it felt "weird". It was also reported that the patient fell "more than once" and she was "swollen where the cords were". The reporter could not remember when the patient fell. It was noted that the patient was scheduled for an appointment with her healthcare provider (hcp) on (B)(6) 2013. Approximately 2 weeks later, it was further reported that the patient was seen by a manufacturer's representative on (B)(6) 2013 and there were no issues with the patient's system. The leads were in the same place and impedance range 'checked out". If additional information becomes available, a follow-up report will be submitted.